Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we have found a number of cases with similar fault description (miranti tipping). The trend observed for reportable complaints for events with this failure is currently considered to be slowly increasing, but still very low when compared to the base installed of devices in the market. Arjohuntleigh has manufactured about (B)(4) miranti bath trolleys since start of the production in 1999, with the amount of sold devices the ratio (B)(4) of the complaints with this failure mode is also considered to be low. It has been established that the bath trolley (miranti) was being used for patient handling at the time of the event. The device was put through a function test by the arjohuntleigh representative that visited the site. The device was in full working order. From this it appears the device was up to specification at the time of the event, it was used for patient care and during and in doing so contributed to the event. Based on review it appears that IFU instructions were not being followed : in particular due to allowing ambulatory burn patients to get on and off the miranti in low position. The miranti is not designed for the purpose of being sat upon. The instruction for use (IFU) clearly states how to transfer a resident to and from the product. The actions are always to be carried out with a resident in the reclined position. The miranti has a height adjustable back/leg rest to allow for inclination but does not feature any parts or functions to cater for a seated position. As stated under the intended use in the supplied IFU, bedridden residents can and should be transferred with the miranti lift bath trolley from bed to the bath and back to bed. Additionally it is possible that when the handling procedure is not followed and the person on the stretcher is not laying (horizontal, as intended) but sitting, furthermore not on the middle but on one of the two ends of the stretcher, the weight of the person can cause the device to lose its balance and tip. To avoid possibility of the device tipping the caregiver should ensure that the resident is correctly positioned on the stretcher. Correct position for the resident to sit is the middle of the stretcher with the legs lying on and along the stretcher leg part. The IFU clearly states the importance of this patient correct positioning. Therefore -as stated by the customer facility also- there appears to have been no technical deficiency with the device and that a number of use errors caused the event, the most relevant use error being a failure of correct positioning the patient on the stretcher. From this we concluded that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient positioning on the device and not paying attention of the patient if remains in correct position. As a result of the findings the technician would suggest some extra training to the facility employees.

Event description:
Arjohuntleigh received a complaint where it was indicated that a nurse asked the patient to stand up from the miranti stretcher to accommodate changing of burn dressings. In the result the weight of the patient was shifted, stretcher lost its balance, tilted, allowing the resident to fall on the floor and hitting nurse on the head. The customer declined to provide details about injuries due to patient and employee confidentiality.